Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage had occurred. During a percutaneous coronary intervention procedure, the patient had been treated with rotablation and several balloons when the physician decided to place a 16 x 3.50 promus premier select drug eluting stent. However, the stent was unable to be placed, being described as having no deliverability and no pushability available. When the stent was pulled back, it was noticed that the struts were broken. The procedure was completed with a different stent. The patient was noted to be stable.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:46 pm CT. The report number is being corrected from: 2134265-2018-64310 to: 2134265-2018-62540.

Event description:
It was reported that stent damage had occurred. During a percutaneous coronary intervention procedure, the patient had been treated with rotablation and several balloons when the physician decided to place a 16 x 3.50 promus premier select drug eluting stent. However, the stent was unable to be placed, being described as having no deliverability and no pushability available. When the stent was pulled back, it was noticed that the struts were broken. The procedure was completed with a different stent. The patient was noted to be stable. P select ous mr 16 x 2.50mm stent delivery system (sds); was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal stent damage. The od (outer diameter) of the undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. There were no issue found during the examination of the hypotube or the shaft polymer extrusion. Examination of the tip found that there was damage. No other issues were identified during the product analysis.